Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated magnesium results on an architect c4000, serial number (B)(6) . Through an extensive investigation, the fsr found the tubing, peristaltic head (rohs) and bellows, bellows only (rohs) needed to be adjusted, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
The customer reported a false elevated architect magnesium result for one patient. The customer provided sid (B)(6) initial = 6.94 mg/dl, repeat = 1.9 mg/dl (normal range 1.6 to 2.6 mg/dl). Customer states that the 1.9 mg/dl matches with clinical history. There was no reported impact to patient management.